Manufacturer narrative:
Event date is estimated. Explant date is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2022-15736, 3006705815-2022-15738 it was reported that patient had a infection at both incision sites. Surgical intervention was undertaken and the system was explanted at a unknown date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.